Manufacturer narrative:
The company representative examined the system and the reported event could not be replicated. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure, the cortex was not working. The case was completed using an alternate system. There was no harm to the pt.